Event description:
Customer reported via phone call that he is experiencing issues with the sensors not sticking. During the call, the customer reported experiencing high blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose and stated that he has contacted his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.